Event description:
It was reported the pt lost the ability to adjust stimulation using his programmer. He reported the (+) button was no longer working. A replacement programmer resolved the issue and the pt reported effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.